Manufacturer narrative:
Investigation/evaluation: a review of documentation including the instructions for use, manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, a physical examination of the device not conducted. However, a document-based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record could not be performed, as the lot information is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket of a salivary stone extractor basket sseb needed to be cut during a sialoendoscopy procedure. The physician was using the basket during a sialoendoscopy procedure to remove a salivary stone. The device needed to be removed due to a patient cardiac complication. The basket needed to be cut in order to be removed from the patient. As reported, no section of the device remained in the patient, no additional procedures were needed and no adverse effects were experienced by the patient due to this occurrence.